Event description:
Rn using fenestrated forcep to obtain bronchial biopsy. Several passes done without tissue return. Rn changed out forcep for a new fenestrated forces - immediate return of tissue with first pass of new forcep.